Event description:
Nellcor puritan bennett received a call from a representative on 12/03/1999. Representative called to report the following problem: no apnea alarm condition when breath rate and heart rate are set to the same value.